Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The touch response was off by 1.5 inches. The fse recommended that the customer replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a navigation ring failure and failed touchscreen calibration. There was no patient involvement. The event date was not specified; estimate used.